Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The pump supplies were changed and the alarm was resolved. The customer's blood glucose (bg) level was 300 mg/dl. Reportedly, the customer let the bg level decrease "naturally" without any additional bolus.